Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not cycling properly. A revision surgery was performed, upon examination if was found that the pump was plugged. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.